Event description:
Customer reported blood glucose results of lo, which on the compact plus system indicates a result less than 10 mg/dl, and 192 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.